Event description:
Reporter indicated that the device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the patient does not feel normal mode stimulation, but that there was no change in seizure control to date. The patient did feel stimulation during device diagnostic testing. It is unknown whether the patient has suffered any injury or trauma that may have damaged the ncp system. X-rays reviewed by treating neurologist did not reveal any obvious discontinuties in the ncp system. Lead break is suspected. Further follow-up revealed that the patient's generator has been programmed to off pending lead replacement surgery.